Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Initially information was received (B)(6) 2022 from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient called to request a patient manual be emailed to them and inquire about MRI eligibility and activating MRI mode. Patient services (ps) was reviewing how to activate MRI mode and the patient connected to their settings and saw a maximum settings message. The patient stated they saw the message for the first time the other day and that they had previously been at 0.8 ma and then they decreased it down to 0.6 ma and they couldn't increase higher. Ps reviewed considerations for a maximum settings message and redirected the patient to discuss with their managing health care provider (hcp). The patient stated since they were implanted on (B)(6) 2022, they didn't think they were getting a 50% or greater reduction in their symptoms. The patient stated they controlled themselves with imodium but if there was stool in their rectum, it would come out. Ps reviewed what to do to activate MRI mode and emailed the patient instructions per their request, but the patient did not activate their MRI mode on the call. They wanted to first follow-up with their hcp to determine next steps to take regarding the maximum settings and what other program to try. Ps sent the patient the requested manual and instructions. The patient's relevant medical history included the patient reported they had a bad knee and needed an MRI. (B)(6) 2022 additional information was received from a manufacturer rep (rep) and healthcare professional (hcp). The hcp reported that the most likely caused of the issue was battery was not programmed. The steps that were taken is reprogramming with the help of manufacturer rep. Unknown if the issue had been resolved. Additional information was received from the rep and rep said hcp called and said patient reached limit at 0.3 ma. Patient was not with hcp; patient is in florida. Rep wasn't sure if patient actually hit the limit set or if patient just can't increase beyond the 0.3 ma. Technical services (ts) told rep that if patient can't increase stimulation in every program, then ts suspect there might be an impedance issue, since it's unreasonable to think hcp would set such low limit for every program. Rep said he'll follow up with patient to get further information. The caller was not with the patient. (B)(6) 2022 additional information was received from the patient. Patient called back requesting to schedule an appointment with field staff. Reviewed role of ps and role of field staff and recommended patient coordinate an appointment through their managing physician's office. The patient indicated they saw their local urologist recently and were told to contact manufacturer for assistance with maximum settings reached issue. Patient is a snowbird and will be in fl for the next 6 months.(B)(6) 2022 additional information was received from a manufacturer representative (rep). The rep reported that the patient's physician has been notified of the event and patient was seen by their local physician on (B)(6) 2022. The cause of the max settings issue was determined to be a problem with impedance. The cause of the impedance problem was reported as being unclear. The patient has not reported any falls or accidents that might have caused the problem. The patient will be getting an x-ray and possible surgical intervention to fix the impedance problem. The issue was reported as not being resolved but no further action will be taken. (B)(6) 2022 additional information was received from the healthcare professional: the cause of the reported impedance problem was not known. Resetting was done to resolve the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). When asked to clarify "resetting was done" to resolve the impedance issue, they stated a reposition of the battery was needed, deep in the gluteal fat.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient also said that since the revision, they hadn't been able to adjust the settings, and stated that the numbers weren't increasing so they were unable to increase to help with symptom control and decided to turn the implant off. They stated it has been off for the past three years.